Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6 results/conclusions codes.

Event description:
New information received notes the right ventricular (rv) lead exhibited increased capture threshold. Further analysis revealed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2022. The lead appeared to be twisted during revision. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement, inadequate capture, and twisted insulation. As received, a complete lead was returned in one piece with a stylet inserted. The reported events for an inadequate capture and twisted insulation were not confirmed. Visual inspection of the lead found the retracted helix clogged with blood and no anomalies to the lead body insulation. X-ray examination of the lead found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures. Internal shorting was due to procedural damage at the connector region.